Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functional testing, an error message displayed when the connector was manipulated. Recessed pins prevent proper contact with the sensor. A known good connector was temporarily installed and the device was able to recognize the sensor and take measurements without any errors or failures. A service history record review reveals that this unit was in the field for over eight (8) months with one reported issue related to this reported event from the same customer. Further review indicates that multiple requests for product return was attempted but the device was not returned for evaluation on the previous report. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device seems to be giving intermittent issues with reading spo2. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Device not returned.

Event description:
The customer reported the device seems to be giving intermittent issues with reading spo2. No patient impact or consequences were reported.